Event description:
It was reported that the implant was removed due to medical bone loss & implant fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. Unique identifier (UDI) number no applicable.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified the implant fractured at the collar region. Damage to the external threads, and what appeared to be bone tissue attached to the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The patient was reported to have moderate density (type ii) bone, bruxism, and clenching. The reported device was located on tooth # 21 and was used for approximately 4 years 7 months. The customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the implant was removed due to medical bone loss & implant fracture. The reported complaint was confirmed for the fractured implant but was non verifiable for bone loss. Bone loss: a summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. A definitive root cause for this complaint could not be determined. The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.'

Event description:
No further event information is available at the time of this report.